Event description:
Clamp cable broke during use. Spoke with customer who stated the patient did not suffer any adverse effects as a result of the incident. They further stated the physician was able to locate and remove the broken pieces. Fluoroscopy was performed to ensure all foreign matter was obtained.